Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. The purpose of this investigation is to evaluate the risk associated with the identified failure mode of "navigational integrity" for excelsius gps an investigation of the case logs revealed that the user planned both and on the vertebral body while the centroids were placed on the appropriate vertebral bodies. Since was planned on a different level than the centroid was placed, this can lead to pre-operative merge difficulties as the plan and centroid placement needs to be consistent throughout the case to initialize the merge appropriately. Furthermore, the lateral image associated with has low image contrast making it more difficult to identify patient anatomy during the pre-operative merge. The combination of these factors increased the difficulty of the merge for this case in particular. These repeat complaints have occurred during cases, equating to an observed occurrence of the severity is observed matches the anticipated complaint severity. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required.

Event description:
It was another preop case in (B)(6), screws revision s1l and s1r. The ff was attached in the center without the gap between the detector and ff. I have checked the marker's posts on the ff and the gps instruments, and no bent posts were seen. Drb and sm were placed as usual on the right and left side. Despite a good registration score(8,9), we got shift in the ap shots. Nothing was moved during the registration, the c-arm was braked, and the patient and table were not moved. During the x-rays the movement bar was moving from green to yellow. We took a second attempt, and tried to get the shots, having the green bar. After new lateral shoots the merge was good, and we could proceed to the navigation. 3. At this point the sm turned to red and then to yellow, despite nothing being moved or changed. The surgeon checked the navigation accuracy at the skin level and decided to do the skin incision, without to reset the sm. He checked the accuracy inside the wound, taping the spinal process and screws heads. The accuracy was good, and sm was deactivated and activated again and was green. During the case, surgeon checked multiple times the navigation accuracy and it was good. The control x-rays showed good accuracy.